Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, it was noted that the imaging window could be moved on the catheter. The device was removed and the procedure completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, it was noted that the imaging window could be moved on the catheter. The device was removed and the procedure completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section and was not returned with the device. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.